Event description:
It was reported that during a percutaneous coronary intervention, the catheter became stuck on the guidewire. The 100% stenosed chronic total occlusion target lesion was located in a calcified and severely tortuous mid right coronary artery. A non-bsc guidewire was placed inside the patient. A 1.50mm x 8mm apex push balloon dilatation catheter was used to predilate the vessel. Upon removal of the guidewire, the catheter got stuck on the guidewire. The whole system was removed and the procedure was completed with a different device. Thrombus was noted on the balloon catheter lumen. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the apex catheter was received inside an apex shelf box that matched the information on the device. A non-bsc guide wire was received outside the wire lumen of the catheter. The guide wire was not stuck in the lumen of the catheter, as reported. The proximal balloon cone was bunched-up. The inner shaft was buckled inside the hub port and extending 9.5cm. The outer diameter of the wire and the inner diameter (ID) of the wire lumen was measured and within specification. The guide wire was loaded into the tip and completely advanced through the wire lumen encountering resistance at the inner shaft damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the catheter became stuck on the guidewire. The 100% stenosed chronic total occlusion target lesion was located in a calcified and severely tortuous mid right coronary artery. A non-bsc guidewire was placed inside the patient. A 1.50mm x 8mm apex push balloon dilatation catheter was used to predilate the vessel. Upon removal of the guidewire, the catheter got stuck on the guidewire. The whole system was removed and the procedure was completed with a different device. Thrombus was noted on the balloon catheter lumen. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4).